Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that when the first one stopped working the healthcare professional (hcp) made the mistake of changing the lead before they checked the device and that there was no response after they changed the lead. The patient stated that device was then checked and somehow there was bodily fluid leaking into the device and that was when it quit working. It was indicated that the device was replaced. No further complications were reported or were expected.